Event description:
The article evaluated the safety and efficacy of single versus dual proglide strategies for large-bore access closure (16¿24f) after endovascular aortic repair (evar). The pre-close technique was used in both single and dual device groups. Unspecified device issues and failure to achieve hemostasis (bleeding) were reported. In cases where complete hemostasis was not achieved, additional proglides or non-abbott devices were used. Bailout open repair [surgery/ surgical suturing to achieve hemostasis] was also performed. Patient effects such as arterial access site stenosis [occlusion] and access site wound infection were mentioned. Treatment was not specified for the occlusion. The wound infection was recovered [treated] through dressing change before discharge. The study concluded that single proglide strategy is a viable alternative in evar over the dual proglide strategy, reducing the use of closure devices while maintaining high safety and efficacy. Additional information may be found in the article titled "comparative outcomes of single and dual proglide strategies in endovascular aortic repair: a multi-center cohort study ".

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of occlusion, infection and hemorrhage, and the relationship to the product, if any, cannot be determined. The patient effects of occlusion, infection and hemorrhage are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Summary of device issues: a definitive cause for the unspecified device issue could not be determined. Only one device was used with a sheath greater than 8f. The electronic proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported unexpected medical was likely related to case circumstances. In this case, it is unknown if the reported IFU deviation is a contributing factor. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6 - estimated date. D4: the UDI is unknown as the part and lot number were not provided. H6 medical device problem code: 1494 - indication for use.